Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that discoloration occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "I have 4 needles here that there is a concern from the doctors. Around the cut-out on the needle, there is some dark decolourization." 4 occurrences were reported.

Event description:
It was reported that discoloration occurred before use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "I have 4 needles here that there is a concern from the doctors. Around the cut-out on the needle, there is some dark decolourization." 4 occurrences were reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/13/2020. H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received five retracted units and two unopened units. In addition, one photograph was submitted. All five retracted units were inspected for discoloration of the cannula. There were varying degrees of discoloration observed in four of the units. The two unopened units were opened and inspected for discoloration. One of the two sealed units had discoloration around the notch. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing material related issue for the reported defect relating to an over-burn of the notch. This discoloration is acceptable and cosmetic. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.